Event description:
The secondary infusion of lipids beeped off occlusion several times during nursing shift. The intended infusion volume was 14 ml, actual infusion was 9 ml. There was no patient injury.